Event description:
A cypher balloon ruptured at 12 atm. The pt had been admitted with 90% stenosis in his right coronary artery and atrioventricular branch. The lesion was de novo and moderately calcified, and the vessel was moderately tortuous. The lesion was pre-dilated with a 2.5 x 20mm apex balloon catheter and a 2.5 x 23mm cypher was delivered to the target lesion. When the cypher was inflated up to 12 atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under angiography and back-flow of blood into the inflation device. The balloon re-wrapped properly and the cypher stent delivery system was immediately retrieved from the pt. Post-dilation was conducted with a 2.5 x 15mm hiryu balloon catheter to further dilate the cypher stent. The procedure was completed successfully with no injury to the pt. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
(B) (4) cypher product ((B) (4)) is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). Info received from an affiliate indicated that a balloon burst when inflated to deploy a coronary artery stent. The target lesion was the distal right coronary artery to the atrioventricular branch. The lesion was de novo, moderately calcified, moderately tortuous and 90% stenosed. The lesion was pre-dilated followed by the delivery of a 2.5mm x 23mm cypher stent. The stent balloon was inflated to 12 atms when the balloon ruptured. The rupture was confirmed by contrast leakage seen under angiography and the back flow of blood into the inflation device. The stent delivery system was removed from the pt and the stent was post-dilated with another balloon. The procedure was successfully completed without pt injury. The device was not returned for analysis. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Without the return of the device for eval the reported complaint of balloon burst could not be confirmed. Review of the info provided suggests that vessel/lesion characteristics (moderately calcified and moderately tortuous) may have contributed to the reported complaint.